Event description:
On (B)(6) 2022, a distributor of infutronix reported a complaint on behalf of an end user: "the admin set was broken at the proximal end of the cassette." Device operator was other as specified. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned for evaluation.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2022-00015.

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on 04/22/2022. Visual inspection confirmed that the silicon-pvc adaptor on the proximal end of the cassette module was snapped and broken, the tubing was completely separated from the cassette. The reported issue was confirmed.